Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/17/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was inserted for investigation and was found to function appropriately. Unrelated to the display issue, the keypad was found to be torn on the down arrow key; all keypad buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).